Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare provider reported "open wounds."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "non-healing wounds and subsequent breast implant infection.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "non-healing wounds and subsequent breast implant infection.¿ device has been explanted.